Manufacturer narrative:
This follow up report is being submitted to relay additional information. D10: medical product: tibial nail - yellow 9.3 mm diameter 34 cm length: catalog#47249534009, lot#ni; tibial nail cap 10 mm height: catalog#47248700510, lot#ni; unknown zimmer natural nail transverse proximal screw: catalog#ni, lot#ni; unknown mesh: catalog#ni, lot#ni; unknown tibial screw: catalog#ni, lot#ni; unknown femoral nail: catalog#ni, lot#ni. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right tibial bone fixation procedure. Subsequently, five (5) months post-implantation, it was revealed that the fracture showed delayed union. The patient underwent spongiosa plastic surgery with plate fixation of the cancellous bone and removal of the secondary proximal screw. The current outcome of the patient is pending. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Upon reassessment of the reported event, the previously reported cortical screw has been determined to be not reportable. The implanted tibial nail is the device that acts as the uniting mechanism intended to restore the natural anatomy of the tibia when treating tibial shaft fractures. Therefore, the associated screw has not contributed to the reported complication of bone nonunion. The patient's pain and ambulation difficulties can likewise be attributed to the bone nonunion.

Event description:
It was reported that a patient underwent an initial right tibial bone fixation procedure following involvement in a motor vehicle accident. Subsequently, five (5) months post-implantation, it was revealed that the fracture showed delayed union. The patient underwent additional procedures to assist with fracture fixation and address the delayed healing. The surgeon has since stated that there is no chance of recovery or union due to the extent of the injuries, and no revision is currently planned until further review of the patient¿s healing progress at the one year follow up. Upon reassessment of the reported event, the previously reported cortical screw has been determined to be not reportable. The implanted tibial nail is the device that acts as the uniting mechanism intended to restore the natural anatomy of the tibia when treating tibial shaft fractures. Therefore, the associated screw has not contributed to the reported complication of bone nonunion. The patient's pain and ambulation difficulties can likewise be attributed to the bone nonunion.

Manufacturer narrative:
(B)(6). A2: year of birth: 1989 d10: medical product: tibial nail - yellow 9.3 mm diameter 34 cm length: catalog#47249534009, lot#ni; tibial nail cap 10 mm height: catalog#47248700510, lot#ni; unknown zimmer natural nail transverse proximal screw: catalog#ni, lot#ni g2: foreign: germany multiple MDR reports have been filed for this event, please see associated reports: 0001822565-2023-01927; 0001822565-2023-01928; 0001822565-2023-01930 the product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial tibial bone fixation procedure. Subsequently, ten (10) months post-implantation, it was revealed that the fracture showed delayed union. The patient underwent spongiosa plastic surgery with plate fixation and removal of the secondary proximal screw. The outcome is pending as the patient may still need a full revision of the tibial nail due to the non-union. Due diligence is in progress for this event; to date no further information has been reported.